Event description:
Manufacturer rep reported device was removed, due to an infection. Hcp felt infection was present prior to implant and couldn't be controlled or alleviated by any antibiotics. The device was explanted, but not returned to the manufacturer for analysis.